Event description:
Reporter stated the buttons on the infusion device do not function. He changed the battery, but this did not resolve the issue. The key-lock feature is not activated. The up button has a crack in the protective rubber, and the base-plate is visible. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).